Event description:
It was reported that high current drain was noted on the device. Abbott technical support was contacted, the session records were reviewed, and the high current drain was noted only at the very start of interrogation, returning to normal soon after. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.